Event description:
It was reported that 21 bd alaris¿ lvp 20d 3ss cv sets experienced check valve malfunctions that resulted in flow issues. The following information was provided by the initial reporter: that the back check valve on the infusion set failed and secondary bag filled primary bag hanging below.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: 20 unused sample model 2426-0007 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with normal saline and attached to a bd secondary set primed with blue dye water. The sets were allowed to flow. No instance of backflow was observed. The customer complaint that the back check valve on the infusion set failed and secondary bag filled primary bag hanging below could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0007 lot number 22029896 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 21 bd alaris¿ lvp 20d 3ss cv sets experienced check valve malfunctions that resulted in flow issues. The following information was provided by the initial reporter: that the back check valve on the infusion set failed and secondary bag filled primary bag hanging below.